Manufacturer narrative:
The customer's strip of lot 445025-23 were received for investigation and were tested using a retention meter and quality control materials. Testing results (qc range = 2.5 - 3.7 inr): qc 1: 2.9 inr, qc 2: 2.7 inr, qc 3: 2.8 inr. Per product labeling, "coaguchek uses human recombinant thromboplastin. Therefore, the comparability to other human recombinant thromboplastins is best, whereas higher deviations can occur with other thromboplastins. However, those higher differences between thromboplastins of different (rabbit, bovine based) origin are not a coaguchek specific issue. Similar differences can be observed when a human recombinant thromboplastin-based laboratory method is compared against several other (rabbit, bovine-based) laboratory methods." Routine retention testing is performed. Retention testing data is reviewed and appropriate actions are taken as needed. Occupation was lay user/patient.

Event description:
The initial reporter received a questionable result from coaguchek xs meter serial number (B)(4). At 10:59 am, the laboratory result using neoplastin reagent was 2.7 inr. At 11:21 am, the meter result was 3.7 inr. The customer had a decrease in the coumadin dose based on the laboratory result. The therapeutic range was 2-3 inr.